Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when drilling pinnacle acetabular cup holes, the drill bit breaks and the surgeon must use a competitive drill bit to complete the procedure. The procedure is completed without any other mishap. The drill bit fragment is recovered and the patient is unimpaired.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available product photographs were reviewed. Based on the photo evidence provided, complaint is confirmed. Device is broken in two pieces, all pieces are seen in the picture. Depuy-synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was provided for this device.